Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, a steam pop occurred, and the catheter was reading another temperature value than it should have. At the end of the procedure, cardiac tamponade was then confirmed by transthoracic echocardiography (tee). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Extended hospitalization was required for follow up monitoring and echocardiography. The patient made a full recovery, confirmed by follow up trans-thoracic echocardiography the next day. The physician¿s opinion regarding the cause of the adverse event is that it was the result of ablating at 50 watts with the stsf catheter, procedure related, and patient condition related. The observed steam pop and temperature issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The force visualization features that were used included graph, dashboard and vector. Visitag was not used. At the time of the steam pop, the operator immediately stopped the ablation using the pedal. The temperature sensor did not fail. It is unknown if the ablation stopped as a result of the exceeding temperature values, as the temperature cut-off value is unknown. It unknown if the system continued ablating above the temperature cut off value. The generator parameters were 50w in power control mode. The only biosense webster inc. (Bwi) catheter used in this procedure was the thermocool® smart touch¿ electrophysiology ablation catheter.